Event description:
It was reported that the pt expired. The cause of death was unk. The death was not device related per the reporter. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
The initial MDR was filed as MFR report # 3004209178-2009-7033.